Event description:
It was reported that in preparation for a portavein embolization procedure, "flaky pieces" were observed in the contour se particles vials. The procedure was completed with another of the same device. No pt complications or injuries were reported. The pt's condition is reported as "stable."